Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high, undefined impedance warnings. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.